Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and that delivery of insulin stopped. It appears that the motor arm cannot communicate with the mail arm and that a software error was detected. Customer's blood glucose was unknown at the time of incident. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with pump error 4 and 53 found in the pump history due to software error. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.